Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralex st patch (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard mesh (bard flat mesh) and bard/davol ventralex st patch on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard mesh (bard flat mesh) and bard/davol ventralex st patch on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with incisional umbilical hernia thereby underwent open repair with the implant of the bard ventralex st mesh (device #1). Per operative notes, ¿a bard ventralex st mesh (device #1) was placed and sutured.¿ (B)(6) 2019 - patient was diagnosed with incisional hernia, adhesion, scar tissue thereby underwent open repair with implant of bard flat mesh (device #2). Per operative notes, ¿hernia sac was dissected. A bard flat mesh (device #2) was placed and sutured.¿ (B)(6) 2019 - patient was diagnosed with abdominal wall infection, abscess thereby underwent open repair with explant of bard ventralex st mesh (device #1) and bard flat mesh (device #2). Per operative notes, ¿there was infection present in abdominal wall which was carefully dissected. Wound with infected old bard ventralex st mesh (device #1) and bard flat mesh (device #2) was dissected. Incision and drainage were made.¿ (B)(6) 2019 - patient was diagnosed with abdominal wall infection thereby underwent open repair with drainage wound and inflammation.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and date of implant root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2018) is considered to be a best estimate. This supplemental emdr represents the bard flat mesh (device #2). An additional supplemental emdr was submitted to represent the ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.